Event description:
No additional event information to report at this time.

Manufacturer narrative:
Concomitant medical products: 00151601058 ¿ inserter ¿ unknown lot. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to off label use of the product as it was noted the surgeon did not properly assemble the cup and the inserter. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 00389.

Manufacturer narrative:
(B)(4). Concomitant medical products: item # unknown, unknown stem, lot # unknown. Item # unknown, unknown head, lot # unknown. Report source: foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial total hip arthroplasty, upon implanting the maxera shell and liner, the ceramic liner chipped on impaction. The surgeon had to ream to a larger size and a secondary shell and liner were used to complete the procedure. Additional information was requested however, none was available.